Event description:
Information received from the field notes that the patient was hospitalized for electro convulsive therapy (ect). Prior to therapy, the sensor was functioning properly. Post therapy, any small movement caused the device to pace at the maximum sensor rate. The sensor was turned off and the device wil be evaluated when the patient has completed the ect.